Event description:
It was reported that when inserting the intubation video endoscope into the tube, streaks in the image display on the c-mac monitor and image dropouts occurred. Procedure was not completed and bronchoscopy delayed, a second bronchoscope had to be organized to finish the broncheoalveolar lavage.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).